Event description:
A malfunction was reported on the customer's pump following an incident involving a few drops. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.